Event description:
The reporter stated gel leaked from the product.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. Actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
No device or sample was returned for investigation. A detailed batch history record review was performed and showed that all required specifications were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).